Event description:
It was reported that a device alarmed for door not fully latched messages. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the door not fully latched messages. However, review of the history log confirmed the messages. Further evaluation found that the force required to secure the door was above expected levels. The door hooks and latch pins were replaced.